Manufacturer narrative:
Patient information was unavailable from the site. No parts have been returned to the manufacturer for evaluation.

Event description:
A medtronic representative reported that while in a spinal fusion case, the navigation system was unable to connect to the imaging system. The navigation system did not appear in the navigation selection. The site brought in a second navigation system which was able to connect without issue. The site confirmed a new computer had just been installed and it was necessary to add the information to the imaging system. There was a reported delay to the procedure of less than 1 hour due to this issue and there was no impact on the patient outcome.